Manufacturer narrative:
(B)(4). An unused sample was received for evaluation. Visual inspection was performed and no defects were observed. The reported condition was not confirmed. The root cause was not determined. If additional relevant information is received a follow-up will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
A pharmacist reported to baxter (B)(4) an all-in-one empty container w/ connector in which unknown particles were found in the package(bag). The event occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.